Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a faulty charged coupled device (ccd) caused a defect in the video function and caused a defect in the image indication. The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection before a diagnostic hysteroscopy procedure, the camera head had dark image brightness and the image display was noted to be incomplete. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was incomplete due to a faulty charged coupled device (ccd), and the image was dim due to a faulty cable unit. The device return receipt date is not available at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.